Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The pneumatic block was replaced to address this issue. The investigation determined that the reported event was due to a defective pneumatic block. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.